Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, missing reservoir tube seal and a broken off reservoir tube lip. The reservoir did not stay locked in place due to the reservoir tube lip being broken completely off. The insulin pump passed the idle current test, run current test, self test, off no power test, reset error test, prime test, no delivery test, displacement test and rewind. No rewind anomaly was noted. The occlusion and basic occlusion test could not be performed due to the reservoir tube lip damage.

Event description:
The customer reported via telephone call that the insulin pump was damaged and that the reservoir did not stay in the insulin pump. The blood glucose reading was 126 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.